Event description:
It was reported to minimed that the customer experienced hyperglycemia. The customer also experienced a critical pump error with an open book image when trying to update the insulin pump. The customer's blood glucose value at the time of the event was 319 mg/dl. The event involved products mmt-1884, unk_reservoir, unomedical, and unk_sensor. Troubleshooting was performed and the outcome was that for the open book image and critical pump error, the customer was advised the insulin pump would be replaced, to discontinue pump use, revert to the back-up plan per healthcare professional instructions, and place the pump in storage mode; for the high blood glucose event, the customer declined further troubleshooting and was advised to consider changing the insulin, reservoir, and infusion set and to call back if high blood glucose persisted. No further patient complications were reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. No product return is required for unk_reservoir, unomedical, and unk_sensor.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.